Event description:
User received discrepant t3 and t4 results for one pt on two separate draws when compared to other analyzers. In 2007, t3 results from this analyzer were 1.87 and 1.9 miu/l. Other analyzer gave 1.77, 1.94, 2.2, 2.3, 1.77 and 1.94 miu/ml. T4 results from this analyzer were 111 and 115 miu/ml. Other analyzers gave 118, 129, 103, 106 118, and 129 miu/l. In 2008, t3 results from this analyzer were 1.77 and 1.94 miu/l. Other analyzers gave 3.9, 3.6, 2.3, 1.77 and 1.94 miu/l. T4 results from this analyzer were 118 and 129 miu/l. Other analyzers gave 295, 299, 88, 118 and 129 miu/l. No info was provided to determine if erroneous result was reported or if pt was adversely affected. If add'l info is received, appropriate notification will be provided.